Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by advising the customer to remove the endoscope and reset the "guide tool change" by push clutch button. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a vinci-assisted surgical cholecystectomy procedure, the customer informed the technical support engineer (tse) the 30 degree endoscope image was reversed during the procedure. The tse advised the customer to check the endoscope base condition. The customer stated that condition of base was good. The tse advised the customer to remove the endoscope and reset the guide tool change by push clutch button. After that, that issue disappeared. Tse explained to the customer that it was temporary issue. The system was working fine. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the image was inverted. The 0 -degree endoscope installed at time of event. It was unknown if the desired orientation of the endoscope was installed. It was unknown if the image orientation was provided to the user via user interface, if there was any damage observed on the endoscope¿s adapter/base such as missing screw(s) or component. It was unknown if the endoscope was manually rotated to 180 degrees prior to the event. The surgeon manually associate the right and left masters with the respective arms for intuitive motion. The vision issue did not result in patient injury. The endoscope was not available for return to isi for evaluation.